Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction with inflammation under the sensor pod. He removed the sensor because of pain/ discomfort. He confirmed that the wire was present when the sensor was removed. The following day, on (B)(6) 2021, he went to the emergency room (ER) because of swelling in the area and was diagnosed with an infection. The ER took a blood sample for an unspecified test, but the patient did not have the results of the test. He was told he might need surgery but there was no report that any surgery was done. He was prescribed an oral antibiotic, but he does not know the name or dose. At the time of the report the insertion site was still swollen, and he was still feeling unwell. No additional patient or event information is available.